Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The cause of the product not adhered due to they were on beach. No further information available.